Manufacturer narrative:
The ml-10 multi-fire clip applier was returned to (B)(6) surgical, (B)(6), for investigation. The product was visually inspected, and mechanically tested for functionality. A new cartridge was inserted into the clip applier, no evidence of noise, grinding, or friction was observed. Three clips were fired smoothly without any resistance. The root cause of this complaint was not confirmed. There was no harm to the patient as a result of this complaint. Late MDR narrative: (B)(6) surgical, (B)(6), is submitting this late MDR 1223422-2017-00011 (past 30-days) due to the staff responsible for the investigation leaving, and lack of staff to complete the task, including lack of full information available on the complaint to submit the MDR. (B)(6) surgical, (B)(6), will continue to ensure its due diligence in post-market complaints handling, and ensuring that all requirements for the medical device emdr reporting have been met.

Event description:
During a laparoscopic cholecystectomy surgical procedure, a clip from the ml-10 clip applier got stuck inside the instrument. The surgical procedure and anesthesia time was extended by 5 minutes. There was no harm to the patient.